Event description:
Report received of a pump not displaying the volume delivered. During testing at the user facility, the biomedical engineer reported that the device would infuse; however, the total volume delivered was displayed as "two horizontal dashes at the lower bottom corner of the screen." There were no reports of any adverse pt events while this device was in clinical use. Though requested, no add'l info was provided.